Event description:
This report is based on information provided by philips bench repair service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device failed to pass the operation test. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The bench repair service engineer conducted evaluation of the device and identified that device operational check failed due to the defect in the processor pca, therapy pca and therapy knob. The processor pca (453564489071), therapy pca (453564489061) and therapy knob (453564488981) was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.